Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump. It was reported that the pump had not been dispending medication for over a year but today they started hearing beeping sound every 10 minutes from the pump. It was mentioned that there were "some sort of a problem where it was getting medication in to the spinal cord", "they didn't remove the pump because he has so many heart issues, they refused to put him in sedation to remove the device".